Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h4 device history review: part: 02.027.035s, lot: 3l72247, manufacturing site: bettlach, release to warehouse date: 11.mar.2019, expiry date: 01.mar.2029. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. H3, h6 investigation summary. The visual inspection showed that the locking screw inside the end cap is not in the original position; it is deep inside. The implant shows signs of use. During the investigation the locking screw was screwed back into position with a standard hex-wrench and afterwards the blade could be locked and unlocked as required. Function test was performed with one of our impactors and did not show any abnormalities. The root cause was identified during the performed cq evaluation and therefore the in the investigation flow listed remaining investigation steps are not required. The returned pfna blade was examined and the complaint condition was able to be confirmed. The investigation has shown that the locking screw is too deep inside the end cap of the blade and therefore the blade could not be locked. During the investigation the locking screw was screwed back into position with a standard hex-wrench and afterwards the blade could be locked and unlocked as required with an impactor. The review of the device history record revealed that this implant was manufactured in march 2019. The parts conformed to dimensional specifications at the time of manufacturing and passed inspection requirements with no non-conformities noted; visual and functional checked were performed per 100% after the assembly of the component parts. No manufacturing related issues that would have contributed to this complaint were found; this complaint condition is most likely due to inadequate handling. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device is not distributed in the united states, but is similar to device marketed in the USA. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that during a proximal femoral nail antirotation (pfna) implantation for hip fracture on an unknown date, the pfna blade could not be locked properly to the nail. Procedure was completed successfully with a delay of no more than ten (10) minutes. Patient status is unknown. This report is for a pfna blade. This is report 1 of 2 for (B)(4).